Event description:
It was reported that after a da vinci si surgical procedure the prograsp forceps instrument was noted to have a wire that was sticking out of the jaws of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was derailed at the idler block pulley, resulting in a loose pitch cable at the distal clevis hub. The pitch cable was also found to be frayed. No damage was found on the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.